Event description:
The implant malfunctioned due to a stuck component. The event type has not been documented correctly in the original report. The event type has been updated - malfunction.

Event description:
Implant failed due to a failure to osseointegrate.